Event description:
It was reported that pump malfunction occurred during cartridge change and displayed malfunction code that indicated pump error. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without code recurring, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.